Event description:
The customer reported the cine was intermittent. A loss of subtraction, road-mapping, or other critical cine functions could result in undue patient delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report of injury or death associated with this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive, cine bridge board, and cine cables. The system operates as intended.